Event description:
An orsiro drug-eluting stent system was chosen to treat a pre-dilated calcified lesion (100 percent stenosis degree) in the rca. During unpacking a stent deformation was detected.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no manufacturing related root cause could be identified. The root cause is most likely related to unknown external factors. It should be noted that the corresponding IFU warns to not use the device if any defects are noted prior to device introduction.